Event description:
On april 18, 2024, a patient presenting with a type a aortic dissection was treated with a gore® excluder® aaa endoprosthesis. During the procedure, physician was reportedly not satisfied with device deployment. The device then reportedly rolled into a ball inside the patient's aorta. The device was removed from the patient and another device was implanted. The patient reportedly presented with intra-procedural hypoxemia atelectasis and hydrosode overload. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected brand name: to gore® tag® conformable thoracic stent graft with active control system.

Event description:
On (B)(6) 2024, a patient presenting with a type a aortic dissection was treated with a gore® tag® conformable thoracic stent graft with active control system. During the procedure, physician was reportedly not satisfied with device deployment. The device then reportedly, rolled into a ball inside the patient's aorta. The device was removed from the patient. And another device was implanted. The patient reportedly, presented with intra-procedural hypoxemia atelectasis and hydrosode overload. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all the pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system (ctag) device evaluation showed the following: the properly routed lockwire was separated from the lockwire handle and lockwire connector. Angulation was executed with the angulation knob. The properly routed angulation fibers and connector were detached from the handle. It is likely that because the lockwire was not yet removed, the angulation fibers could not be removed per IFU. During testing for design validation and verification, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of ctag indicated use. There is potential that off-label use may have contributed to the reported 'balling up' of the device. The patient was treated for a type a aortic dissection, which is not an indication for the ctag per IFU. The events described in the complaint were not confirmed. No manufacturing defect was observed. The gore tag conformable thoracic stent graft is intended for endovascular repair of all lesions of the descending thoracic aorta, including: type b dissections in patients who have appropriate anatomy" and "backup deployment mechanism: in the event that removing the red lockwire handle does not initiate removal of the lockwire from the catheter, and the problem is suspected to have occurred in the deployment hub, the deployment hub has a feature designed to protect the patient against this problem becoming a hazard. Remove the deployment line access hatch then cut and pull the lockwire in the channel labeled 3 with an appropriate tool. Fully remove the lockwire with a steady motion. This action will remove the lockwire from the catheter.

Event description:
On (B)(6) 2024, a patient presenting with a type a aortic dissection was treated with a gore® tag® conformable thoracic stent graft with active control system. During the procedure, physician was reportedly not satisfied with device deployment. The device then reportedly rolled into a ball inside the patient's aorta. The device was removed from the patient and another device was implanted. The patient reportedly presented with intra-procedural hypoxemia due to atelectasis and hydrosode overload. The patient tolerated the procedure.